Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported a leak at where the extension line joins the white hub. The catheter was initially placed on (B)(6) 2022. The line was clamped proximally to the leak and catheter exchanged via the other lumen. No patient harm reported.

Event description:
Customer reported a leak at where the extension line joins the white hub. The catheter was initially placed on (B)(6). -2022. The line was clamped proximally to the leak and catheter exchanged via the other lumen. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.4.-catalog# corrected to EU-25552-ir section d.4.-lot# corrected to 71f21j2198 section d.4.-model# corrected to ipn919415 section d.4.-UDI# corrected to (B)(4).